Event description:
"Pt was undergoing a leep procedure. The ground pad was placed on the pt's leg. They received a burn under the return pad where the wires connect to the pad. No break in the insulation or the plastic was noted."